Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 25 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength of closed the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusions: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture has weak areas and is snapping. It is not snapping along the complete length of the suture, just in patches.